Manufacturer narrative:
Results: the pc400 coil pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 132.0 cm from the proximal end and the introducer sheath was kinked approximately 3.0 cm from the proximal end. The coil was intact with the distal detachment tip (ddt) inside the introducer sheath. The introducer sheath was skived off by a penumbra investigator to measure the coil inside. The pc400 coil pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 40.0, and 100.0 cm from the proximal end, and the introducer sheath was kinked approximately 55.0 cm from the proximal end. The coil was intact with the pusher assembly and compressed on the proximal end. The outer diameter of undamaged sections of both coils and pusher assemblies were measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the first pc400 coil could not be advanced into the px slim, and the second pc400 coil could not be advanced through the distal tip of the px slim. Both coils were removed and irrigated with saline, but the second pc400 coil could not be advanced through the introducer sheath. Evaluation of the returned devices revealed the pusher assemblies and introducer sheaths of both devices were kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly or introducer sheath is manipulated forcefully at an angle during insertion into a microcatheter, damage such as this may occur. Further evaluation of the second pc400 coil revealed that the proximal end of the coil was compressed. This may have occurred due to forceful manipulation of the coil against resistance. This may cause the coils to become offset, increasing the outer diameter of the coil. If the coil is compressed it will likely cause difficulty advancing the coil. The px slim mentioned in the complaint was not returned for evaluation. Pc400 coils are 100% functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00879.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter (px slim). The physician successfully detached the first 3 pc400 coils into the aneurysm. While advancing the 4th pc400 coil through the px slim, it became stuck and would not advance. The physician removed the pc400 coil from the patient and continued the procedure using new pc400 coils. When advancing the 10th pc400 coil through the px slim, the physician noticed that the pc400 was stuck; the physician removed the coil from the patient and irrigated it with saline before attempting to advance it through the px slim again. Upon insertion, the pc400 coil would not advance from the introducer sheath. The physician removed the pc400 coil from the patient and successfully continued the procedure using new pc400 coils. There was no report of an adverse effect on the patient.